Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an impl antable pump for unknown indications for use. It was reported that the rep stated she got a message about a patient with a pump that had a motor stall. The rep had no further history at this time (i.e motor stall recovery). The rep did state there was no electromagnetic interaction (emi) or magnetic interaction. Technical services discussed checking the pump logs to confirm the date and time and truly rule out emi or magnetic interaction. Technical services also discussed motor stalls with the rep. Additional information received from a health care provider (hcp) manufacturer representative (rep) indicated that they did not have much information regarding the situation. The rep got a voicemail from one of the nurses regarding the motor stall + recovery for the patient that to their knowledge had not had an MRI. When the rep called the nurse back to get more information, the rep never heard back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) and a manufacturer representative (rep) indicated that a nurse practitioner (np) was the one who initially reported the motor stall. The provider's name and contact information was provided. The rep indicated that they called the np first on 6/30 and then again on 9/6. The rep left voicemails both times asking the np to call the rep back.